Event description:
Information received indicates the bed is drifting into the trendelenburg position.

Manufacturer narrative:
The technician found the trend mechanism was sticking. He cleaned the trend mechanism to repair the bed.